Manufacturer narrative:
Section h5: corrected labeled for single use.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the no space was left on drive e. The technical support specialist cleared old backup and truncate table dbo. Message logs to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was on unscheduled critical override and communication failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.